Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 and (B)(6) 2024, it was reported that the infusion set fell off during use for 24 hours, which caused the patient's blood glucose to 240 mg/dl. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1895284 - MDR 3003442380-2024-07830 - device 1 of 10.